Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au680 chemistry analyzer and identified the failure mode as a defective buffer valves. The fse replaced the buffer valves to resolve the issue. The fse performed ise decontamination procedure and system performance was verified. No further issues were reported. The customer was satisfied. Section a2, a4, and a5: information not provided by customer. Section e1, initial reporter telephone number is (B)(6). The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneously high ion selective electrolyte (ise) patient results for fifteen (15) samples on their au680 clinical chemistry analyzer. The customer repeated the samples with results within specifications. There was no report of change to treatment, injury, or death associated with event. The customer did not provide patient data or demographics.